Event description:
Rptr alleged obtaining discrepant pt blood glucose results of a reading in the 200s mg/dl on the advantage system compared to a lab measurement of 110 mg/dl when testing was performed within 10 minutes. It was not reported whether any treatment was rec'd by the pt as a result. Quality control testing was reported performed on the system and the values were within acceptable ranges. A request was made for the return of the suspect device and replacement product was sent.